Event description:
Additional information provided that the event occured duing routine testing.

Manufacturer narrative:
One smiths cadd-legacy 1 pump was returned for analysis in fair condition. The moment the device was powered up the device started double beeping, replace downstream sensor. The downstream sensor is the cause of the issue and will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump alarmed a double beep for no cassette attached. There was no reported injury to the patient.